Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was cracked after it was implanted into the eye. Additional information has been requested.

Manufacturer narrative:
One opened company iii handpiece injector was returned for evaluation for damage to the iol after being implanted into the eye. Photos were provided with the complaint file. Photos provided with the complaint file were reviewed. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in september 2011. A visual inspection of the iol handpiece injector was performed and was deemed conforming. Foreign material that appears to be an unknown white coating film, unrelated to the complaint issue and added by the customer, is present on the top and bottom of the plunger surface back from the plunger head and is present in the barrel at the cartridge location. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation does not confirm the injector was the root cause for the lens damage during delivery. The company injector handpiece met specification. The reason for the complaint issue cannot be determined from this evaluation. Possible causes for lens damage are using the incorrect lens or cartridge with the incorrect injector, using an unapproved, improper temperature, or insufficient quantity of viscoelastic material, and the incorrect placement of the lens into the cartridge or incorrect cartridge placement into the handpiece injector. The manufacturer internal reference number is: (B)(4).